Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see drops coming out of the tubing. Additionally, it was reported that there were air bubbles in the tubing. During troubleshooting with tandem technical support, customer performed the fill tubing step and observed insulin dripping out of the end of the tubing. The customer's blood glucose level was 210 mg/dl.